Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet and subsequently paused pump therapy to use multiple daily injections until further training, with education and troubleshooting provided by clinical staff and the trainer. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included user anxiety and temporary discontinuation of ilet therapy until additional support was received, after which the user engaged with training. Investigation included user follow-up, case review by clinical and training teams, and education on pump use to mitigate recurrence. Investigation of this case revealed no confirmed device malfunction and no identified device component failure, with the event considered user-related or contextual, and the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.